Manufacturer narrative:
The tech found the right intermediate rail was bent and the left intermediate siderail arms were bent, preventing the siderails from latching. He replaced the right siderail assembly and the left siderail arms to repair the bed.

Event description:
Info received indicates both intermediate siderails are not latching.